Event description:
It was reported that two transcatheter aortic bioprosthetic valves failed and lasted less time than expected. The first transcatheter valve was implanted into an existing surgical aortic valve. After an unknown duration, a second transcatheter valve was implanted valve-in-valve. Within two years following implant of the second transcatheter valve, the valves were explanted. Additional information was received indicating that the first transcatheter valve (34 mm evolut r) had been implanted for approximat ely four years and six months when the second transcatheter valve (29 mm evolut r) was implanted valve-in-valve. The explant surgery occurred approximately one year and eight months after implant of the second transcatheter valve. The failure mechanisms for both of the transcatheter valves are unknown. The patient received a surgical valve during the open heart explant surgery.

Manufacturer narrative:
Additional information: b5 (second paragraph), d1, d4, d6a, and h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6. Image review: post implant computed tomography (CT) imaging provided from 11/15/2025. The evolut implant depth measurements are as follows: left coronary cusp (lcc) at approximately 7.8 millimeter (mm), right coronary cusp (rcc) at approximately 6.4 mm, and non-coronary cusp (ncc) at approximately 3.6 mm. The prosthetic leaflets appear calcified. The aortic root angle is 32°. Calcium is present under the lcc, extending into the left ventricular outflow tract (lvot). The commissure angle relative to the native commissures could not be determined due to only systolic phase provided. Post implant CT imaging provided from (B)(6) 2025. The second valve appears under-expanded. Prosthetic commissures are aligned with the native commissures, with an angle of 6°. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 additional codes product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received inside a specimen jar without solution. At receipt, all leaflets were observed in an open configuration, positioned against the frame wall. The leaflets appeared immobile. The observed immobility appeared to be associated with presence of pannus overgrowth and visible calcification. Leaflet 1 (l1): extrinsic calcification nodules were observed on the inflow belly, with clustered deposits present at the inferior coaptive areas between l3-l1 and l1-2. From the outflow view, pannus was adherent along the margin of attachment, with visible calcification nodules within the belly region. Leaflet 2 (l2): extrinsic calcification nodules were present adjacent to commissures 1-2 and 2-3. The free margin exhibited tissue deterioration extending into the belly region. The observed deterioration appeared to be associated with the adjacent calcification. Leaflet 3 (l3): extensive calcification nodules were present within the inflow belly. From the outflow view, additional clusters of calcific nodules were distributed throughout the belly r egion. All commissures were encapsulated with pannus overgrowth. Calcification nodules were observed distal to each commissure. Sutures along the outer lumen were predominantly encapsulated by pannus. Exposed sutures appeared intact, with no visible damage identified. The outflow frame exhibited ellipticity. No visible damage to the frame was observed, including bends, kinks or fractures. Thick pannus remnants were observed circumferentially along the outflow frame and extended to the leaflet margin of attachments, commissural pads, and outer surface of the valve. An off-white pannus layer was also present on the inflow crowns, lining the inner lumen. Radiographic imaging confirmed calcification on all leaflets, with additional calcification identified at the inflow crowns. No stent fractures were detected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two transcatheter aortic bioprosthetic valves failed and lasted less time than expected. The first transcatheter valve was implanted into an existing surgical aortic valve. After an unknown duration, a second transcatheter valve was implanted valve-in-valve. Within two years following implant of the second transcatheter valve, the valves were explanted. Additional information was received indicating that the first transcatheter valve (34 mm evolut r) had been implanted for approximately four years and six months when the second transcatheter valve (29 mm evolut r) was implanted valve-in-valve. The explant surgery occurred approximately one year and eight months after implant of the second transcatheter valve. The failure mechanisms for both of the transcatheter valves are unknown. The patient received a surgical valve during the open-heart explant surgery. Additional information was received clarifying that the first transcatheter valve was implanted into the native annulus and not a pr e-existing surgical valve.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-23 (serial: unknown); product type: 0195-heart valves; implant date: unknown; explant date: (B)(6) 2025 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two transcatheter aortic bioprosthetic valves failed and lasted less time than expected. The first transcatheter valve was implanted into an existing surgical aortic valve. After an unknown duration, a second transcatheter valve was implanted valve-in-valve. Within two years following implant of the second transcatheter valve, the valves were explanted.